Event description:
Healthcare professional reported "I need return boxes for warranty cases". Later healthcare professional reported "rupture" against a non (B)(6) device. This record is for the right side. Device was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).